Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the lcb distal cover glass fluid damage, the distal body broken, the u/d lock lever broken, the operation channel buckled, the light guide cable buckled, the control body corroded, the lg cable connector corroded, the segment crushed, the insertion flexible tube (ift) leak, and the remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.